Event description:
It was reported by service report that the stair chair seat was broken in to two pieces and sharp edges were reported. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result - seat.